Event description:
It was reported that the pump "alarms all the time¿. There was no patient involvement and no patient harm.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found rear housing damage. No problems were found during a review of the event history log. During the functional testing, the customer stated problem was able to be confirmed. When the pump is on and disposable was detached it alarms all the time. The cause of the issue was the upstream occlusion sensor. The uso sensor was replaced. Service history identified that no previous repair has been noted in the last 12 months.